Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker detected high out-of-range right ventricular (rv) lead impedance measurements. All other lead measurements are stable and within normal limits. Attempts to create noise or impedance changes with isometrics and pocket manipulation were unsuccessful. An x-ray was unremarkable. The physician suspects that the root cause is due to fibrosis of the rv lead ring electrode. The patient needs a magnetic resonance imaging (MRI) scan. Boston scientific technical services (ts) noted that although this is an MRI compatible system, due to the high impedances, an MRI would be off label. The patient is not pacemaker dependent and there were no adverse patient effects. The device system remains in service.